Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample with cut at funnel was rec eived for further investigation. No water flow back and impossible to remove the catheter because of balloon resistance. Several unsuccessful attempts. Patient went in pain when trying to remove catheter. Patient put back to fast for removal of the bladder catheter in surgery room. A cut of the inflation lumen was spotted on the sample. The device lot number was not provided; therefore a DHR review could not be conducted. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Based on inspection carried out on the returned sample, catheter is reported cannot be deflate, further investigation found that there is no blockage as the monofilament can go through the lumen easily. Thus, the complaint is not confirmed." Tele flex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " when the catheter was trying to be removed by the nurse, an attempt was made to deflate the balloon with a syringe, but this was impossible. No water flow back and impossible to remove the catheter because of balloon resistance. Several unsuccessful attempts. Patient went in pain when trying to remove catheter." Additionally it was reported that the patient needed to have the catheter removed in surgery". Patient current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " when the catheter was trying to be removed by the nurse, an attempt was made to deflate the balloon with a syringe, but this was impossible. No water flow back and impossible to remove the catheter because of balloon resistance. Several unsuccessful attempts. Patient went in pain when trying to remove catheter." Additionally it was reported that the patient needed to have the catheter removed in surgery". Patient current condition reported as "fine".